Event description:
During a routine shift check by a clinician , the deivce displayed a "defib fault 80" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has received the product.